Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient, who had an implanted pump device. The pump system was delivering normal saline, dilaudid (1mg/ml), and morphine (1mg/ml). Indication for use was noted as spinal pain. Other medications the patient was taking at the time of the event included, duragesic 25mg patch, hydromorphone/acetaminophen. Pertinent medical history includes: failed neck surgery syndrome, failed back surgery syndrome, lower extremity edema. It was reported that the pump was removed in (B)(6) 2015 due to complications. It was reported that the date of onset of reported event was "end of 2014-1st of 2015." It was reported that the complication was noted to be "codeine." The patient experienced lower leg edema and weight gain. The medication was changed from morphine 1mg/ml to dilaudid 1mg/ml at 0.25ml per 24 hours. The patient continued with severe pedal edema. Removed dilaudid after several months and no deduction of edema. Changed to normal saline for over 6 month. Patient had complete health work up and saw endocrinologist, "all negative." The pump was removed, the patient felt they were reacting to the "metal pump." It was noted that the edema had subsided some and the lost 50 pounds.